Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report mw5085473. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2008 and the mesh was implanted. Following the procedure, the patient experienced abdominal pain and frequent urinary tract infections along with severe kidney infection that caused hospitalizations. It was also reported that the patient was on a maintenance dose of levaquin lasting six months. The patient also is experiencing hematuria to this day. The patient is going for weekly bladder installations with meds and was referred to the urologist. The patient stated that with the bladder treatments and a new gynecologist they have worked together to try and get the patient pain free. The partial mesh removal was done in 2018 and the patient still has a pain management including spinal injections to block the nerve pain and routinely vaginal therapy. It was reported that movement causes pain in abdomen and the patient is also experiencing a bladder pain. Additional information has been requested.